Event description:
It was reported that during a da vinci-assisted esophagectomy (transthoracic - chest anastomosis) procedure, the sureform 60 stapler instrument, with a black sureform 60 reload installed, misfired, the tissue was pushed out, and the staples were dumped. The surgeon completed the staple fire with a handheld laparoscopic stapler instrument. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the surgeon had reported to him stating that when he used the black sureform 60 reload on the sureform 60 stapler instrument to fire on stomach tissue, the stapler misfired and pushed the tissue out. Some of the staples were implanted in tissue, and the remaining staples were dumped. Some of the staples were unformed. The surgeon retrieved all the loose staples and then used a 3rd-party laparoscopic stapler to complete that staple fire. It is unknown if the surgeon resected additional tissue. No buttress material was used. There were no clamping issues, no tissue tension or bunching, and no compromised tissue integrity.

Manufacturer narrative:
The cause of the reported issues is unknown based on the information provided. The sureform 60 stapler instrument or the black sureform 60 reload have not been received for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. An isi advanced failure analysis engineer (fae) conducted a stapler log review and found the following: the logs show sureform 60 stapler instrument (part #480460-09, lot #l11220809-0476) was installed on the system 4 times with the first two installs failing to engage due to roll hard stop check failures. The user fired a black reload on the 3rd install with one pause for compression. On the 4th install, it appears the firing event got erased from the logs because the user pressed the e-stop button during the firing. An e-stop press is logged at (B)(6) 2022, 17 seconds after the completed clamp, aligning with the time that the instrument would have been firing. The logs indicate the instrument was force expired, which is the expected outcome when the manual grip release tool is used. The grip release tool was logged 1 minute after the e-stop button was pressed. No image or video recordings are available for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted esophagectomy surgical procedure, the sureform 60 stapler instrument with a black sureform 60 reload installed misfired. The tissue was pushed out, and the staples were dumped. The surgeon completed the staple fire with a 3rd-party laparoscopic stapler instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the black sureform 60 reload associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of exposed component to be related to the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure during in-house inspection but not during log review. Common causes of an exposed blade are typically attributed to mishandling/misuse. Additional observations not reported by site: the reload was found to have blade damage when the reload was disassembled in-house. The root cause of this failure is attributed to mishandling/misuse. The reload was also found to have pusher damage near the location of the exposed component. The root cause of this failure is attributed to component failure. Isi has received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. A review of the logs showed that the manual grip release wrench was used while the joints were in a lock state and the user may be attempting to use the emergency grip release without pressing the e-stop. A review of the logs showed no signs of clamping or firing failures. The instrument was fully functional. The root cause is no problem detected. Additional observations not reported by site: the instrument was found to have 2 engagement failures based on log review and was replicated during in-house testing. The instrument was installed onto the system with an in-house drape and seal. The instrument failed the recognition and engagement tests on all three attempts. There was no physical damage found. The root cause is not determinable. The instrument was found to have roll friction on the main tube. There is friction observed when manually rotating the main tube of the stapler compared to an in-house stapler. The binding between the main bushing and roll gear was found to be improper. The root cause of this failure is attributed to manufacturing. Signs of corrosion were found on the instrument roll gear. There was orange discoloration observed around the roll gear. The root cause of corroded/contaminated instrument bearings is attributed to transport/storage.